Event description:
It was reported that the procedure was to treat a lesion in the mid rca, which had been pre-dilated. Another co's guiding catheter was used and the vision was advanced, but could not get to the lesion. The stent delivery system (sds) was retracted, but it would not go into the guiding catheter. At that point everything was removed as a single unit, but the stent dislodged in the iliac area. An attempt was made to snare the stent, but was unsuccessful. The pt was taken to surgery where the stent was removed.